Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The device was repaired at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device audibly alarmed error 630 (screw rotation error). There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.